Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys hcg test system (hcg) on a cobas 6000 e 601 module. Erroneous results were reported outside of the laboratory. On (B)(6) 2017 the initial hcg result was 978,048 miu/ml. This result was reported outside of the laboratory. The patient is pregnant in her 3rd trimester. The patient returned to the hospital on (B)(6) 2017 with shortness of breath. The patient was admitted to the hospital due to shortness of breath only. No adverse event related to the device occurred. The customer took 2 new samples from the patient. One was obtained in the morning and one was obtained in the evening while the patient was admitted to the emergency room. The morning sample was tested and the hcg result was 8951 miu/ml. The evening sample was tested and the hcg result was 8613 miu/ml. Both of these results were reported outside of the laboratory where the doctor questioned them based on the hcg result from (B)(6) 2017. The customer repeated the morning sample straight and the result was 8350 miu/ml. The sample was repeated with a manual 1:2 dilution and the result was 10,000 miu/ml with a data flag. The analyzer automatically repeated the sample with an additional 1:100 dilution and the result was 382,372 miu/ml on this e601 module and 396,472 miu/ml on another e601 module in their laboratory. The customer repeated the evening sample with a manual 1:10 dilution and the result was 10,000 miu/ml with a data flag. The analyzer automatically repeated the sample with an additional 1:100 dilution and the result was 1,809,590 miu/ml on this e601 module and 1,892,370 miu/ml on the other e601 module in their laboratory. Both morning and evening samples were sent to an external laboratory and both results were >500,000 miu/ml. The customer is questioning the difference between the diluted results and the undiluted results. The customer thinks there may be a high dose hook effect in the patient sample. The customer performed the manual dilutions since the morning sample result of 8951 miu/ml from (B)(6) 2017 did not reach the actual measuring range of 10,000 miu/ml. The customer wanted to see what values would be produced. The customer¿s instrument is programmed to perform auto dilutions of 1:100 at values >10000 miu/ml. For samples greater than the actual measuring range, roche recommends an auto-dilution by the instrument of 1:100. No other dilutions, such as 1:10 or 1:2 performed manually, are recommended. If the manufacturer¿s recommendations are followed, valid results up to 1,000,000 miu/ml should be received. The field service engineer (fse) visited the customer site on (B)(6) 2017 and had performed an instrument check at that time. The e601 module serial number was(B)(4).

Manufacturer narrative:
Based on the data provided, the customer used pre-dilutions on top of instrument dilutions to obtain a final patient result. The initial result from the patient of 978,048 miu/ml was 2x higher than the high dose hook effect claim in product labeling which states there no high dose hook effect for values up to 500,000 miu/ml. On (B)(6) 2017 new samples from the patient showed results within the actual measuring range of approximately 8,800 miu/ml. The customer then repeated the samples and performed various dilution factors with a final dilution result of 1,895,000 miu/ml. This result is again much higher than the high dose hook effect claim in product labeling. The investigation stated that, based on this data, the assay performs even better than claimed since the initial result from (B)(6) 2017 was measured correctly. The customer's calibration signals from (B)(6) 2017 are a bit below expectations for this reagent and instrument combination. This will emphasize the high dose hook effect by generating lower signals than expected and produce an initial undiluted result within the measuring range. If calibration signals had been higher, this would have shifted the initial undiluted result that was already greater than the actual measuring range and no high dose hook effect would have been observed. Quality control (qc) results did not show any issues. The qc target is approximately 200 miu/ml but the high dose hook effect sample was 40 factor higher than this qc target. Due to this, the low calibration signals could not be detected by the qc used. All results for these patient samples are within roche claims and specification. There is no reagent issue present.